Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high lead impedance (dc dc - 7). Device outputs were lowered on that date and the patient's device was later disabled on (B)(6) 2015. Attempts for additional relevant information have been unsuccessful. No patient adverse events were reported and no known surgical interventions have occurred.

Event description:
The provider reported that the patient's device was disabled on (B)(6) 2015 because the patient had been seizure free on medical monotherapy. The provider does not intend to re-enable the device at this point in time and reported that the patient is doing fine.

Event description:
Information was received the patient underwent generator explant as they are now seizure free and device had been disabled. It was noted that the lead was left in the patient. No known surgery has occurred to date for the removal of the lead. No additional relevant information has been received to date.